Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date a ¿couple of months prior to (B)(6) 2015¿, the patient experienced an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The umbilical hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the umbilical hernia was not reported. The umbilical hernia worsened with peritoneal dialysis therapy on an unreported date in the month four months prior to the receipt of this report. The patient was scheduled to undergo a hernia repair surgical procedure nine days after the initial receipt of this report. Dianeal therapies were ongoing at the time of this report, but the care plan was to place the patient on backup hemodialysis therapy post-operatively for a period of six to eight weeks. The patient was recovering from the event. No additional information is available.